Event description:
It was reported that an ilet user experienced hyperglycemia, with a fingerstick blood glucose of 430 mg/dl during the night after reporting a supply change and subsequently disconnecting from the pump and declining to continue with new supplies. Symptoms included high blood glucose without reported loss of consciousness, seizure, or hospitalization. Outcomes included user-counseled troubleshooting, education on supply replacement, and a plan for follow-up to confirm a supply change and return of glucose to target range. Investigation included technical support review and user troubleshooting guidance. Investigation of this case revealed no confirmed device malfunction and an unclear cause for the hyperglycemia, with user interruption of insulin delivery as a potential contributor. It was concluded that the event involved hyperglycemia with cause unclear, with no device return for evaluation at this time. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.